Event description:
The manufacturer received information alleging a ventilator's internal battery would not hold a charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and service required codes were observed in the units downloaded error log. The device's internal battery and power management board were replaced to address the issues.